Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. One opened probe was received, with a tip protector, in a tray. The sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face. The sample was then functionally tested for actuation and cut. The sample was found to be nonconforming for actuation and cut. The probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at cutting edge, bend area and several locations along the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. The photo attached was reviewed by the manufacturing site. Photo show a label with reported lot number. Reported issue cannot be confirmed from photo. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The complaint evaluation confirms that probe had a cut failure. The evaluation also indicated that probe had an actuation failure. The root cause for the poor cutting is the observed gouge marks. The probes were disassembled, and the components inspected. The wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos is consistent with excessive use classification. Excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. Per the directions for use (dfu), the vitrectomy probe is verified for 20 minutes of use at maximum cut speed. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Per the dfu, the vitrectomy probe is verified for 20 minutes of use at maximum cut speed. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is:(B)(4).

Event description:
A physician reported that vitrectomy probe gradually became unable to cut and could not be used during vitrectomy surgery. Aspiration was normal. It was used after replacing a new one. No patient impact was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).